Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error was confirmed. The cause was mis-use of the product. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center for assistance with the homechoice (hc) during use during dwell 2 of 4. The tsr explained the flexi cap was supposed to be used for the patient line when disconnecting from the machine. The tsr told the caller to contact the registered nurse (rn) for reusing a minicap on the patient line instead of a flexi cap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they spoke to the home patient (hp) regarding use of the incorrect type of cap on the patient line. The rn stated the hp understands the proper procedure and has had no injury or medical intervention. There were no further details provided.